Manufacturer narrative:
The intraocular lens (iol) was returned for evaluation. Microscopic examination of the lens found that it had a cloudy white appearance with unknown substances on it. The lens was not damaged, and there were no glistenings, bubbles or optic rings observed during microscopic examination. The device history record (DHR) review, did not find any anomalies or non-conformities related to this event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be conclusively determined.

Event description:
It was reported that the patient began to complain of blurry vision in the right eye after phacoemulsification surgery. The orientation of lens did not change but reportedly was not clear. Debris/deposits were reported as "annular glistenings" that involved the peripheral optic and spared the central 2.5mm. The intraocular lens (iol) was explanted after a month and replaced with the same model and diopter iol. The patient outcome is reportedly good.